Event description:
This unsolicited device case from (B)(6) was rec'd on (B)(6)-2014 from a physician via a sales rep. This case concerns a (B)(6) female pt who experienced severe reaction synovitis, three episodes of pain in the application site, left limb mobility impediment and knee effusion after receiving treatment with synvisc injection. The pt's medical history was significant for mild osteoarthritis in the left knee (diagnosed in 2011). It was reported that the pt rec'd treatment with several unspecified nonsteroidal anti-inflammatory drugs. The physician denied other relevant medical history, allergies and concomitant medications. No concurrent condition was reported. On (B)(6)-2014, the pt initiated treatment with intra-articular synvisc injection at a dose of 2ml, weekly (batch/lot number: q1209 and expiration date: 15-mar-2015) into left knee for moderate osteoarthritis of left knee. It was reported that the physician did not collect effusion liquid, because the pt did not have liquid on the joint space. It was also reported that after the application of synvisc, the pt presented pain in the application site that disappeared spontaneously in unspecified date w/ any corrective treatment. On (B)(6)-2014, the pt rec'd the second dose of synvisc and once again presented with pain in the application site that disappeared spontaneously on an unspecified date w/o any corrective treatment. On (B)(6)-2014, the pt rec'd the third and last dose of synvisc and developed the third episode of pain in the application site that disappeared spontaneously on an unspecified date w/o any corrective treatment. On (B)(6)-2014, the pt started to show severe inflammation on the left knee which was diagnosed as severe reactive synovitis and started treatment with cefaclor, dexamethasone, meloxicam (mobicox) and local ice as an analgesic anti-inflammatory therapies. It was reported that one day before the onset of reactive synovitis the pt had used industrial boots, but had not made physical effort. On an unspecified date, the pt underwent a magnetic resonance which showed degenerative changes consistent with mild osteoarthritis. On (B)(6)-2014, the pt underwent arthrocentesis of left knee (knee effusion) in order to decrease the inflammation in the left knee and 70 ml of synovial fluid was aspirated. The fluid was normal in appearance and not suggestive of infection. It was reported that after the arthrocentesis the pt showed a remarkable improvement in inflammation and limb mobility. However on (B)(6)-2014, the pt presented severe inflammation again. Action taken: no action taken. Corrective treatment: not reported for the event of left limb mobility impediment and left knee effusion. Outcome: recovered for the three episodes of pain in the application site. Not recovered/ not resolved for the events of severe reactive synovitis and left mobility impediment. Unk for the event of left knee effusion. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required for the event of severe reactive synovitis.

Manufacturer narrative:
Pharmacovilance comment: sanofi company comment date 28-feb-2014: this case concerns a pt who developed severe reactive synovitis after treatment with synvisc. Although the role of synvisc cannot be excluded for the occurrence of the events, however the lack of info regarding the concomitant medications used by the pt precludes the complete case assessment.